Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The nurse informed the reporter that the patient had a positive urine pregnancy test, prompting the rerun of the patient sample. The initial result was 2.21 miu/ml. The repeat result was 1754 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The hgg+b reagent lot number is 70917405 with an expiration date of 30-sep-2024. The field service engineer (fse) inspected the analyzer and determined the event was caused by the sample probe fitting. He then readjusted the probe. The fse confirmed that the system goes into standby with no alarms and the customer performed qc with acceptable results. The analyzer's performance was verified. The investigation reviewed the qc recovery; the qc recovery was within the customer's provided ranges before and after the event. The investigation reviewed the customer's handling of patient samples; the patient sample was centrifuged for 5 minutes at 3400 rpm. The provided centrifugation time is shorter than the ten-minute recommended time for the brand of the patient sample tube used. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.